Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report from the affiliate indicated that during a diagnostic catheterization while attempting to cannulate the right coronary artery (rca) the catheter was noted to have separated when the physician removed the guidewire. The access site for the procedure was the right femoral artery (rfa). There was no reported aortic tortuosity noted or any trouble accessing the rfa. The catheter was reported to have separated at the moment it arrived at the rca when the physician removed the guidewire. There was no reported excessive torquing or force used to engage the vessel. The separated piece was reported to have been successfully retrieved using a guidewire. There was no reported patient injury. No additional information is available.